Event description:
It was reported that during a surgical procedure the housing opened. The housing opening could cause the non-sterile battery to be exposed to the sterile field. There were no reported adverse consequences, medical intervention or delays.